Event description:
Pt was witnessed to be ambulating with ambi-walker. Pt started to lean forward onto front crossbar of ambi-walker, the crossbar broke apart (piece cracked apart). The pt and the ambi-walker fell to the floor. Pt suffered a fractured left clavicle and a bruise on left forehead.